Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's blood glucose was unknown. It was reported that the customer had issues with differences in his sensor glucose levels and blood glucose levels. The customer stated that the sensor glucose was trending lower than the blood glucose level. The customer would then recalibrate, and the sensor would work properly. The customer stated that sensor issues would normally occur after wearing the sensor for a day. The customer mentioned that the sensor reading would incorrectly read that he was going low and subsequently go into threshold suspend during the night. Informed customer that he could contact for assistance if any issues occurred. Informed that a replacement sensor would be sent. Nothing further reported.